Event description:
It was reported that, "the primary pca acetabular shell loosened and needed replacing."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot number, x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.